Manufacturer narrative:
One opened company device in a box was received for the report of stent stuck, would not completely deploy, and cannula was bent. The delivery system was visually inspected and was found to be nonconforming with a bent cannula. The returned stent was visually inspected and was found to be conforming. Functional testing was performed and was found to be conforming with no resistance felt. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported products acceptance criteria. The returned delivery system was found to be visually nonconforming with a bent cannula. How and when the cannula became bent could not be confirmed and a root cause could not be confirmed for the bent cannula. The delivery system was found functionally conforming however the bent condition of the cannula could contribute to the reported issue of the stent would not completely deploy and was stuck therefore a root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative has reported that during implantation of microstent, the stent could not be fully deployed and had to be removed. When examined under a microscope it looks like the tip of the cannula was bent. Additional information received via medwatch form and mentioned that had difficulty with deployment of the microstent. This file is for mw5154268. Reference reports mw5154267, mw5154266.